Event description:
The customer reported that the monitor tech had stepped away from the monitor when a pt's biventricular pacer failed to capture resulting in asystole.

Manufacturer narrative:
The customer reported that a paced pt coded yet no alarm occurred for asystole at the time of the incident. Strips and logs were collected and analyzed. The data reveals that multiple red alarms were provided beginning at 15:31 but no red alarms occurred between 15:27 and 15:31 which is the time the costumer indicated that the code began. It was stated that the pt did not have a failure of their pacemaker as originally stated but instead had a non-cardiac based code caused by a massive gi hemorrhage, that did not cause a change in cardiac rhythm until 15:31, at which point the rhythm is noted to be wide and bizarre with missed beats occurring. Though no strips were saved from the actual timeframe of the code (15:27 to 15:31), the information presented is consistent with their likely being limited changes in cardiac rhythm that occurred in the immediate code timeframe that would have met the criteria for a hr/rhythm alarm to have occurred. (This may or may not have been considered to be pea/emd). The customer has indicated that they do not believe there was any device malfunction. No further testing was requested. The device remains in service and the customer stated on 10 jan 08 that he is satisfied with the response to date and no letter of response is warranted.